Event description:
It was reported that after implant, the patient complained of pain in the thoracic region which the physician thought was lead migration. The patient's symptoms improved and no action was taken. Approximately three weeks later, the right ventricular lead had high threshold. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.